Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a corneal opacity was confirmed after the cataract procedure had been performed. Additional information has been requested for this report. Report information received indicated that there is no product sample available for evaluation for this report.